Event description:
Patient reported left side rupture and implants "removed from the market". Patient later reported silicone migration and lymphadenopathy. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: silicone migration and lymphadenopathy.

Event description:
Patient reported, left side rupture. And expressed concern, due to recalled implant. Patient later reported, lump. "Escaped silicone", and lymphadenopathy. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and implants "removed from the market". Device remains implanted.